Manufacturer narrative:
Investigation summary: the event unit with only the tissue bag were returned for evaluation. Engineering confirmed a small tear and several poke indentations. The root cause was likely damage caused by an instrument. Applied's instruction for use state "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hysterectomy and salpingo-oophrectomy - "the specimen was placed inside the first bag and when the surgeon was extracting it out of the incision the first bag split. Another bag had to be deployed. The second bag also split - (2nd incident). Please send a box-in-a-box to (B)(6) (detail as above) . Note: although this incident occurred at (B)(6), the products are ordered through the (B)(6)." Patient status - "fine."